Event description:
In 1994 the pt had tissue expander removed and placement of a permanent saline implant. In early 2001 the pt had contour change with decrease in volume without any history of any trauma. The pt is admitted for removal of left deflated implant and capsules.